Event description:
It is reported that the device was implanted in 2002, and revised in 2009, due to the patient having pain.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. Patient was revised due to patellofemoral pain which resulted in a thicker articular surface being implanted. The device was approximately in vivo for 6 years and 11 months. Based on the provided information, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.